Event description:
Technician alleged the head up function is not working. Function does not work manually or under power. No pt impact.

Manufacturer narrative:
The technician found the issue to be a faulty valve guide tube. The technician replaced the head up valve guide tube to resolve the issue.